Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, increased thresholds and oversensing along with inappropriate shock. Additionally there was out-of-range (oor) pacing impedances of greater than 2500 ohms, and the lead was believed to be fractured. As a result the lead was surgically abandoned and successfully replaced. In an effort to avoid any additional future surgery, the device was explanted and replaced at the same time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.